Event description:
Robotic lower anterior resection was in process when the surgeon noticed one of the arms of the fenestrated bipolar grasper was broken off. The instrument was removed from the patient and inspected. The surgeon then looked around the abdomen where she was working and the piece of the broken grasper was not visually seen. Discussion then began of how to locate the piece of the instrument and the procedure continued. After the specimen was removed, it was inspected and no foreign body was found. After the procedure was finished, an x-ray was taken and the object could be seen in the right upper quadrant of the abdomen. The doctor then went in with a laparoscopic camera and tried to locate the object but was unsuccessful. The doctor then made a larger umbilical incision to see if she could locate the object that way, which proved to be unsuccessful as well. Two others were present in the operating room when the doctor stated that it was more detrimental to the patient's well-being to continue searching for the foreign body.

Event description:
Robotic lower anterior resection was in process when the surgeon noticed one of the arms of the fenestrated bipolar grasper was broken off. The instrument was removed from the patient and inspected. The surgeon then looked around the abdomen where she was working and the piece of the broken grasper was not visually seen. Discussion then began of how to locate the piece of the instrument and the procedure continued. After the specimen was removed, it was inspected and no foreign body was found. After the procedure was finished, an x-ray was taken and the object could be seen in the right upper quadrant of the abdomen. The doctor then went in with a laparoscopic camera and tried to locate the object but was unsuccessful. The doctor then made a larger umbilical incision to see if she could locate the object that way, which proved to be unsuccessful as well. Two others were present in the operating room when the doctor stated that it was more detrimental to the patient's well-being to continue searching for the foreign body.